Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.003.031s, lot no.: l667670, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 24.nov.2017, expiry date: 01.nov.2027, non-sterile 04.003.031 / l635805 was manufactured in (B)(4), release to warehouse date: 07.nov.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 using the lateral femoral nail (lfn) system, as a ¿prophylactic¿ in a cancer patient as there was a high risk of subsequent fracture due to cancer removal which weakened the bone and there was a high risk of fracture. During the procedure, the hip screw was going in as normal where it passed through an unknown nail and into the neck of the femur. But the screw started to spin, and the threads of the screw was unable to "bite" and unable to advance. Positioning was confirmed through anter-posterior (ap) and lateral x-rays. The surgeon was unable to unscrew the hip screw as it would just spin in the same place. The lead and assisting surgeon said that the same issue happened previously, and it happened (3)-(4) times with the lfn. Screw was removed and shorter one was used to complete the procedure. There was an estimated fifteen (15) minutes delay but the procedure was completed successfully. The patient outcome was unknown. Concomitant medical products reported: unknown lfn nail (part #unknown, lot #unknown, quality #unknown), unknown distal locking screw (part #unknown, lot #unknown, quality # 3). This report is for one (1) 6.5mm ti recon screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) captures the recent event that is associated with one of the lfn system - hip screw while (B)(4) captures the allegation of the previous occurrences (3-4 times) that was associated with the lfn system.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.